Event description:
The international customer reported the ventilator went vent inop and alarmed upon startup, due to an inhalation autozero failure. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician replaced the three station solenoid to correct the problem. Extended self testing (est) was completed and all tests passed to operating specifications.

Manufacturer narrative:
Results = 3 station solenoid.